Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Date of event: the exact date of event is unknown and therefore, this field was populated with (B)(6) 2022. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation and air flows back into the side port issues occurred. It was reported that the sheath drew air during the investigation. It seems that the valve is defective. The examiner properly inserted the dilatator into the sheath and did not damage the valve. Nevertheless, the sheath drew air. There is no available picture. It was not reported if air was being introduced into the patient. The patient has not exhibited any neurological symptoms since the procedure was completed. They asked for the sheath to be checked and subsequently, the physician requested to receive feedback. There were no patient consequences. This was assessed as MDR reportable hemostatic valve separation and air flows back into the side port product malfunction.

Manufacturer narrative:
The device evaluation was completed on 27-mar-2023. It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation and air flows back into the side port issues occurred. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of the backpressure test of the vizigo sheath. Visual analysis of the returned product revealed that no damage or anomalies were observed on the vizigo sheath. Per the event, flow and pressure tests were performed, in accordance with bwi procedures, and no issues were observed. Values were observed within specifications. During the product analysis, the lot number has been identified as 60000015. As such, the d4. Lot, d4. Expiration date, and h4. Device manufacture date have been updated. A device history record was performed for the finished device 60000015 number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).